Manufacturer narrative:
(B)(4). The harmonic ace curved shears insert accessory were discarded by the site and will not be returned to isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted gynecological procedure, while the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the blade on the insert accessory broke off and fell into the patient. While the blade was retrieved from the patient and there was no patient harm, adverse outcome or injury due the blade falling into the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event. It is unknown what caused the blade on the insert accessory to break off and fall into the patient.

Event description:
It was reported that during a da vinci assisted gynecological procedure, during use of the harmonic ace curved shears instrument with the harmonic ace curved shears instrument accessory attached, the blade on the insert accessory broke off and fell into the patient. The broken instrument accessory piece was retrieved laparoscopically and the planned surgical procedure was completed with a replacement insert accessory. No patient harm, adverse outcome or injury was reported. The insert accessory was discarded by the site and will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigation.